Event description:
It was reported that when the device was used during a roux-en-y procedure, it had an incomplete staple line. The case was completed by hand suturing. There was an extended or time of an unknown amount of time.